Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 337 mg/dl. Customer stated they did not have back up plan to treat high blood glucose value. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The device will not be returned for analysis.